Event description:
It was reported that the patient was in the emergency department (ed) on 2014-(B)(6) secondary to overdose. The patient reported this information to the study site 2014-(B)(6). The overdose was not related to the infusion system; the patient had been instructed 2014-(B)(6) that if she elected to start medical marijuana the opioid in her pump would first need to be weaned and discontinued for safety. The patient stopped taking marijuana 2014-(B)(6). The issue was described as mild and resolved without sequelae. The pump was used to infuse dilaudid, baclofen, clonidine, and bupivacaine. No intervention was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: 2009-(B)(6), product type: catheter. (B)(4).